Manufacturer narrative:
(B)(4). Catalog #: igtcfs-65-2-jug-celect-pt. Similar to device under 510(k) k121629. (B)(4). Summary of investigational findings: the returned product did not show any errors. Assuming that "when they were deploying the filter, it could not be released and separated from the shaft." Means that it was difficult to release the filter when pushing the release button. Unknown what separated from the shaft means. But could be that the handle on the jugular filter introducer separated from the hub of the introducer sheath during the difficult release. If handle separates from the hub on the introducer sheath, the filter is not fully uncovered by the sheath and consequently it cannot be released. It is not possible to determine an exact root cause for the release difficulties based on the description and investigation of the returned product. However, it is known from the literature that excessive back tension could result in deployment difficulties/failure when pressing the release button. Reference is made to IFU: while keeping slight back tension on the introducer, push the release button completely to ensure proper release of the filter. Repositioning of the filter is no longer possible. The filter is now released . IFU, warning: excessive tension during deployment may prevent the filter from releasing when the release mechanism is activated. No evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to complainant: the user used the celect pt on (B)(6) 2015 and when they were deploying the filter, it could not be released and separated from the shaft. Finally, the user removed the filter from the patient and opened another celect pt set in order to complete the procedure. Patient outcome: no adverse effects on the patient due to this occurrence.